Event description:
Access and deployment of a 25-16-120bl bifurcated device and a 28-28-75l proximal extension were uneventful. The plan was to extend proximally with an additional 28-28-75l proximal extension due to a 1cm gap to the renals. While advancing the delivery system for the cuff, the tip inadvertently pushed the cuff into position. The cuff landed right below the renals and there was still good overlap between the bifurcated device and the proximal extension. The second cuff was removed. There was a slight intraoperative proximal type I endoleak, which could not be resolved with balloon post dilatation. A palmaz stent was placed with good seal.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unk if pt anatomy met criteria for indications for use. Use of palmaz stent is off-label. No conclusion can be drawn at this time.